Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit was received with missing end cap sticker. Unit was also received with broken battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for scrapping. Customer's blood glucose level was not reported.